Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications; according to the gore¿ tag¿ conformable thoracic stent graft with active control system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, aneurysm enlargement this event also includes device 14185640/ 00733132617760.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 the patient underwent endovascular repair of an descending thoracic aortic aneurysm using conformable gore¿ tag¿ thoracic endoprostheses. The patient tolerated the procedure. Follow up computed tomography angiography (cta) examination on (B)(6) 2016 showed the aneurysm measured 55.0 mm. Follow up cta examination on (B)(6) 2016 showed the aneurysm measured 49.0 mm. Follow up cta examination on (B)(6) 2016 showed the aneurysm measured 49.9 mm. Follow up cta examination on (B)(6) 2019 showed the aneurysm measured 66.0 mm. On (B)(6) 2019, the patient was hospitalized for transient loss of consciousness.